Manufacturer narrative:
Please reference MFR report # 0002916596-2013-01543 for history of the prior event. The system controller was returned to the MFR for evaluation. During the evaluation of the system controller, the system controller was found to be damaged due to a compromised percutaneous lead of the pump. Specifically, the system controller's primary fuse was damaged resulting in the controller operating in backup mode. Replacing the damaged component resolved the issue and restored the device functionality. Based on these findings, the root cause of the reported event can be attributed to a percutaneous lead issue. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt experienced recurrent red heart alarms. The pt was switched to two different system controllers, and the second one resolved the alarm. The surgical team decided to exchange the pt's pump due to suspected driveline fracture.